Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned, analyzed and the distal conductor fractured. It was noted that the distal conductor fractured, the proximal conductor was fractured, all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was pulled apart due to overstress, the outer insulation was breached cut, the outer insulation had a cosmetic depression and the outer insulation was breached and had a depression. It was also noted that the lead was stretched and there was a white substance.

Event description:
It was reported that the lead had sensing issues. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku